Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; returned test strips produced e-3 caused for used test strip outside of vial too long; black chemistry observed. The root cause is black chemistry observed on the test strips is due to improper storage.

Event description:
Customer complains of e-3 error message, the customer is calling for himself. Customer verifies he feels well and does not require medical attention. Customer confirms that no adverse event has occurred. Customer states the error message appears after the strip is inserted. Customer was advised why the e-3 error message appears. Verified the test strips were open today (B)(6) 2015 and expire 10/30/2017. Customer confirms the test strips are stored in the in the living room.